Event description:
It was reported that boston scientific technical services (ts) received a call about high out-of-range shock impedances of greater than 200 ohms. Ts discussed possible reasons for the measurements and noted some electromagnetic interference (emi) at the time of the out-of-range impedance measurement. They decided to just monitor the lead for now. The device and rv lead remain in service. No adverse patient effects were reported.